Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the procedure the physician noted high frequency noise from the device. The device was then removed and reinserted into a secondary position. The high frequency noise persisted. The device was then explanted and replaced. No patient complications have been reported as a result of this event.